Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen (2000 mcg at 405.32161 mcg/day) via an implantable pump for unknown indications for use. It was reported that after the entire system was replaced there was wound leakage, initially it was suspected to be a cerebrospinal fluid leak, a wound revision of the lumbar wound was performed on (B)(6) 2024. Fluid cultures were taken during this wound revision. The aptient required in-patient/prolonged hospitalization. On (B)(6) 2024 the lab reported that the fluid was positive with pseudonomas. The patient also reported that they had a fever. The patient was therefore admitted to the hospital ward and treated with ceftazidime IV the fever and c-reactive protein (crp) decreased. They decide to not take away the system and do a narrow follow up of the patient. On (B)(6) 2025 the patient reported no fever, good control of spasticity, low crp. On (B)(6) 2025 their crp was still low, but the skin over the scar was thin. The patient was advised to stay in narrow follow up at the home physician. The issue was reported as resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the pump was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.